Event description:
Citation: nabeel a herial, et al. Detachable-tip microcatheters for liquid embolization of brain arteriovenous malformations and fistulas: a united states single-center experience. Neurosurgery. 2015 jun 16. [Epub ahead of print]. Accepted april 1, 2015. The following report was received through review of literature: during embolization of left orbitofrontal artery the apollo tip successfully detached during retraction. Access to this feeding vessel was difficult and the use of multiple microwires, including the transcend 10 microwire was required. At the end of the embolization procedure involving the middle cerbral artery (mca) feeders, a reduction of approximately 75 percent in brain arteriovenous malformation (avm) nidus size was achieved. At the 6 month clinical follow up evaluation, the patient was doing well clinically except for infrequent seizures controlled with antiepileptic medication. The arterial supply to brain (avm) originated from the superior division of the left (mca), which included enlarged orbitofrontal and opercular branches and feeders from the ipsilateral middle meningeal artery and contralateral anterior cerebral artery,

Manufacturer narrative:
The onyx will was not returned as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective or defect of the devices during use, but rather procedure related and post procedure event and their causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as mfrs: (B)(4).